Event description:
It was reported that during a laparoscopic cholecystectomy procedure, it was reported that the product misfired and the product cracked. There were no patient consequences. Unknown how case was completed.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what is meant by device misfired? Did device not feed clips? Did device not fire clips? Were clips malformed? What is meant by "product cracked?" Was handle cracked? Was shaft cracked? Were device jaws cracked? How was case completed? Followup response: clips fed but didn't close. When you fired the clips, the handle made a cracking sound, no actual crack was seen in the device. We obtained a new clip applier and the case proceeded without incident. No harm was done to the patient. The analysis results found that the el5ml device was returned in good visual condition. In an attempt to replicate the reported incident; the device was cycled and one clip with gap was fed. In addition, the device locked out as intended; however the orange indicator wheel was found to be overtraveled. Please note the indicator wheel failure is not associated with the reported event. The device was disassembled in order to evaluate the condition of the internal components and no anomalies were found. No conclusion could be reach as to what may have caused the clip malformation and the indicator wheel failure. The batch record was reviewed and no anomalies were noted during the manufacturing process.